Event description:
Philips received a complaint on the defibrillator/monitor indicating that the treatment was disabled during use. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This case is updated to product problem as per investigation update.

Event description:
Philips received a complaint on the defibrillator/monitor indicating that the treatment was disabled. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The device was evaluated remotely with support from philips rse. Based on the information available, it was determined that product has malfunctioned and the cause is not able to be determined. Philips engineer guide the customer to perform the operational check and the device is working per specifications. The reported problem was confirmed.